Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that leakage was found on the tubing near filter tube during setup. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a solvent application error at the bond during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.